Event description:
It was reported that during an unk procedure, the generator displayed error 1. A second generator with no pt consequence.

Manufacturer narrative:
Eval summary: analysis site confirmed customer complaint during testing. The analysis site replaced the main pcb to correct the error 1 issue. After all services were completed, the unit passed all diagnostic and functional tests.